Event description:
It was reported that during implant cross-talk was observed. Lead measurements were good however, when lead connected to the device increase impedance was observed. The patient will be monitored with routine follow-ups by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.